Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that during a procedure to treat a de novo, eccentric lesion in the proximal left anterior descending artery with moderate tortuosity, moderate calcification and 99% stenosis, a whisper ms guide wire was advanced. An unspecified balloon catheter was used without issue. However, when a non-abbott stent delivery system (sds) was advanced over the whisper ms guide wire, when the sds came out of the tip of the guide catheter the guide wire and sds moved together when the sds was advanced. Reportedly, there was some resistance between the guide wire and sds when being advanced distally. Additionally, there was slight sticking between the two devices. The whisper ms guide wire and non-abbott sds were removed out of the patient anatomy as a single unit. A new whisper guide wire was used and the same non-abbott sds was delivered successfully. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.